Event description:
A customer contacted baxter's technical service center to report the patient line did not prime all the way on with the homechoice machine. The home patient (hp) connected herself and pressed go to initial drain, but then realized she did not prime the patient line. The technical service representative advised the hp to start over with new supplies. There was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). Sample availability is unknown at this time. Should additional information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). A batch review was not performed as the lot number was unknown. A labeling review was performed and found to be adequate for the use error identified in this complaint. During investigation by baxter, this incident was determined to be caused by use/user error and there was no allegation of a product malfunction. Therefore a batch review and sample evaluation will not be conducted. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). Product surveillance spoke to the home patient (hp) regarding this report. The hp has had no further issues with regard to priming the set. Proper procedures were reviewed with the hp. The sample was discarded. There was no patient injury or medical intervention reported.

Event description:
It was reported that during a low anterior resection procedure, the jaws on device would not open after firing. The jaws were able to be pried open without harm to the tissue. Another device was used to complete the procedure. There was no adverse consequence to the patient.